Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Patient age and weight were not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for capstone and clydesdale inserter. No parts have been received by manufacturer for analysis. On 01/06/2016, it was confirmed that no fragments remained in the patient, there were no complications or effect on the patient, and no additional patient treatment required as a result of this event.

Event description:
A medtronic navigation, inc. Representative received a report on (B)(6) 2016, that while in a spine direct lateral interbody fusion (dlif) procedure on (B)(6) 2015, the threaded tip of the site's inserter partially broke off during implantation of the implant. Levels implanted were (B)(6). No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.